Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer's blood glucose level was over 500 mg/dl. Customer drank water to address high bg and changed cartridge to address the issue. In addition, it was reported that the battery depletes faster than expected. Customer declined to further troubleshoot with tandem technical support.